Event description:
New information states that the device and lead were explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation the right ventricular lead exhibited high hv lead impedance. It was suspected that the right ventricular df-1 pin might not be properly aligned in the header. No further information was available.

Manufacturer narrative:
The reported event could not be confirmed. All leads were able to be inserted and secured normally during testing in the laboratory. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal.